Manufacturer narrative:
Investigation into this event found that a false negative vitros occurred. The true classification of the pt sample was believed to be reactive based upon OEM results and the results of other markers. The user was unwilling to provide a lot number for the reagent in question and was unwilling to provide add'l info to assist the investigation. No issue with instrument performance is suspected. The investigation is unable to conclude a root cause although the most likely root cause is the presence of an unk interferent in the sample. The root cause of the event is unk.

Event description:
A customer observed a negative (non-reactive) result for a pt sample tested on the vitros eci analyzer. The false negative results may lead to inappropriate physician action. The result of this event was not reported. There was no allegation of pt harm.